Event description:
It was reported the subject device distal end had foreign material in the working channel. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Distal end has foreign material was reported. Updated fields: d8, d9, d10, e4, h3, h4, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the hardening material in the working channel was due to the distal end has foreign material. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had hardening material in the working channel. The event occurred during inspection for use. There were no reports of patient involvement.